Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed, the data showed that the first priming completed at pulse 23 and deactivation occurred at pulse 33. Rotational sensor errors were present in the data. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. The needle mechanism deployed upon manual rotation of the ratchet gear. The needle mechanism was reset and deployed without issue. The device was reset, connected to a pdm and ran a 5-unit bolus with no alarms, timeouts, or rotational sensor errors. Under magnification, contamination was found on the commutator cap. While contamination was found on the commutator cap, it cannot be determined if it contributed to the rotational sensor malfunction which caused the device not to deploy.